Event description:
Xpresso dialysis catheter by spire biomedical had crack in arterial part of catheter resulting in suspected air embolis during dialysis. (Catheter replaced 6/05), cracked 10/22/05) pt hospitalized 10/22/05 to r/o air embolis. Catheter replaced. [Pair desutor malfunctioned - MFR notified] sec 05007-2005-6 and 05007-2005-7 pt to hosp because developed c/p & 80b.